Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the device cut? No. If the device cut/fired, was the cut line complete? Na. Did the device staple? No. If the device stapled/fired, was the staple line complete? Na. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Na. Did the device close? Yes. Did the device fire? No. Did the device open? Yes. Was the device difficult to close on the tissue? No. Was the device difficult to fire? Yes, wouldnt fire. Was the device difficult to open? Yes. On which firing did this occur? First. Did the tissue retaining pin lock into the correct position? Surgeon wasnt sure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If the device was unable to be fired, please clarify why the decision was made to divert to a loop ileostomy? Were there any other contributing clinical factors? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, stapler misfired with original cartridge. New cartridge was opened and loaded. Fired correctly. Surgeon did a loop ileostomy and will require to reattach bowel later once everything settles. No hospitalization required, patient stable. Surgery delayed 20 minutes.